Manufacturer narrative:
H3: product analysis #(B)(4): part # 3993209, lot # h5611054 only one small portion of the implant returned for analysis (~8mm). Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with brittle overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor/ healthcare professional (hcp) regarding a patient implanted with a cage in an tlif surgery for a lumbar hivd. It was reported that when the surgeon implanted the cage fully and tried to impact the cage deeper, the tail of cage was broken. The fragments of the cage were removed and the operation was completed. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.